Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger resets) was confirmed. Upon investigation the charger was unable to charge a battery pack and was resetting. The failure was due to corrosion on the battery board pca. Upon further investigation, the charger exhibited a failure at the pld component u1003 and pxa component u104 on the c/a board, causing the resets. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.